Event description:
Pump reported to be set at 24 ml/hr with a 120 ml bag of primacor (20 mg/mls). The pump was set to deliver 15 mls at this rate. Approximately 15 minutes later the bag was found empty. The patient's vital signs were checked and found to be ok. No patient injury resulted. The pump was reported to have been dropped.